Event description:
Upon removal, the drain apparently broke, leaving a piece in the patient, the patient was then taken back to surgery for it to be removed.

Manufacturer narrative:
The actual item number and lot number is not known as the incident occurred a month prior to us being made aware, and no sample was saved. The item number listed in this report is one of the drains used by the facility and chosen for the purpose of preparing this report. It was reported that a flat drain broke as it was being removed from a patient. The patient is a female who underwent a whipple procedure. The drain was in place for 14 days. One to two days prior to removal, it was reported that the drain stopped working. The patient had other unrelated complications going on at the time. A physician attempted to remove the drain and when he couldn't, he called upon a second physician. The second physician had difficulty also. He pulled and the drain eventually broke, leaving a piece inside the patient. The break was reported to be jagged in appearance. The patient was taken back to surgery for removal of the retained piece. She did well after the procedure, and no other complication was associated with the drain. The surgeon reported that he does suture the drain in place, but did not think he punctured the drain itself. The account does not know what drain was involved in the incident. There is no lot number to report, and no sample to evaluate. It is unknown if a suture may have perforated the drain. Without this information, we are not able to conduct further investigation. We do not have evidence to confirm that this was a medline drain. However, due to the reported incident and the fact that a patient required surgical intervention, this MDR is being filed.